Event description:
A customer reported via email indicating that their insulin pump alarmed low battery and no delivery. The patient's blood glucose level was unknown at the time of the call. The customer stated that they frequently need to change the batteries.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.